Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their mrx defibrillator rebooted. Upon restarting, it was reported that a shock was delivered to the patient and the nurse reported also receiving a shock. There was no report of any specific injury to the nurse and no report of the nurse requiring treatment. Philips is requesting additional information and the investigation remains open.

Manufacturer narrative:
The rebooting was resolved by replacing power pca, therapy pca, and battery .